Event description:
It was reported this balloon ruptured following multiple inflations during a popliteal angioplasty procedure of a fully diseased vessel. Following the balloon leak, a dissection was noted. Follow up indicated difficulties were initially encountered during advancement of the guidewire across the stenosis. The procedure was discontinued at that time. This device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated difficulties were initially encountered during advancement of the guidewire across the stenosis prior to balloon inflation and the vessel was fully diseased. The co believes these factors may have been contributing factors in this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... The risk of arterial rupture increased with the use of higher balloon pressures. Balloon rupture at a lower pressure may occur in stricture exhibiting sharp points due to calcified material or staples."